Event description:
It was reported that low impedance was identified on the patient's device, so a full revision was performed. Prior to the surgery, low impedance was observed during a system diagnostic test. During the surgery, the surgeon identified part of the lead tubing was broken near the generator, which exposed the lead wire. The surgery took about 90 minutes, and the patient was released from the hospital the following day. The lead was completely exposed, and the tubing appeared to be completely severed around the lead wire. The hospital does not allow for implants to be returned, so no analysis could be performed. The neurologist identified the low impedance 4-5 days before the surgery occurred. The device history records of the lead was reviewed. The device met all specifications prior to release. No further relevant information has been received to date.